Event description:
Bayer case number: (B)(4) I'm in constant back pain [back pain] extremaly heavy period that last upto & 7 dyas [prolonged heavy periods] horrible cramps [cramp in lower abdomen] weight gain [weight gain] always feeling tired [tiredness] had essure placed a month after giving labour [inappropriate timing of device insertion]. Case narrative: the below report was received by health authority maude (reference number: mw5182236) on 10-feb-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("I m in constant back pain") and heavy menstrual bleeding ("extremaly heavy period that last upto & 7 dyas") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: inappropriate timing of device insertion ("had essure placed a month after giving labour"). The patient had a medical history of postpartum state. Concomitant products included vivitrol (naltrexone), tylenol (paracetamol), ibuprofene, hydrazine and bupropion (bupropion hydrochloride). On an unknown date, the patient had essure inserted. On (B)(6) 2019 she experienced back pain (seriousness criterion medically important), heavy menstrual bleeding (seriousness criterion medically important), abdominal pain lower ("horrible cramps") and fatigue ("always feeling tired") and was found to have weight increased ("weight gain"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to back pain, heavy menstrual bleeding, abdominal pain lower, weight increased or fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 123 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.